Manufacturer narrative:
Per the clinic, it was also reported that the patient underwent repositioning surgery under general anesthesia on (B)(6) 2024. The implanted device remains. This report is submitted on february 21, 2024.

Manufacturer narrative:
This report is submitted on november 9, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.